Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely for a follow-up on (B)(6) 2021. During interrogation of the pacemaker, it was noted that there was competitive atrial pacing which caused automatic mode switch episodes and high ventricular rate episodes. Also, it was noted that the pacemaker was far r oversensing on the atrial channel. No programming changes were made. There were no adverse consequences to the patient.